Manufacturer narrative:
Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the balloon sphere. The damage appears to be consistent with bulging and fatigue. Product analysis confirmed the allegation of the fluid leak. The product analysis results, and event report provided no objective evidence that would warrant further no escalation.

Event description:
It was reported that the during a procedure an artificial urinary sphincter (aus) balloon was opened and it was observed that the device had a leak. The patient did not have previous devices implanted. There were no patient complications related to the device.

Event description:
It was reported that the during a procedure an artificial urinary sphincter (aus) balloon was opened and it was observed that the device had a leak. The patient did not have previous devices implanted. There were no patient complications related to the device.